Event description:
It was reported that the customer passed away while wearing the insulin pump and the cause of her death was unk. It was stated that the customer may have died due to diabetes complication. It was stated that on (B)(6) 2011 her glucose level was above 600 mg/dl, and the customer gave herself a shot of 10 units with the insulin pump. The caller stated tht they do not want the insulin pump back after the analysis is completed. Advised the caller of the importance of keeping the battery in the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Mfg report 2 of 2 medwatch report # 3004209178-2011-83212.